Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. The customer-stated problem was confirmed during the tsc troubleshooting process. Additional comments: tsc - suggested to verify harness handset assembly it might not seating correctly to display board or the display board might be defective additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). (B)(6) need assistance for 8120 s/n (B)(4), handset connection not responding. I suggested to verify harness handset assembly it might not seating correctly to display board or the display board might be defective. I provided the part number for the display board and the handset harness assembly. I also gave him the option on repair flat rate.